Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) and aic - pump stop has been completed. The console logs were partially consistent with what was reported in the complaint. An unexpected reboot was observed in the imc logs which coincided with the user¿s report of the screen going black, the impella stopping, the aic restarting, and the impella resuming operation again. The ¿as reported¿ code associated with the battery comm. Failure could not be confirmed through data analysis. No evidence any battery communication failures were observed in the imc logs. Device analysis: console was tested and the unexpected reboot was unable to be reproduced during testing. The console operated as intended. Conclusion: the root cause of the unexpected reboot and the reported pump stop was unable to be determined due to the inability to reproduce.

Event description:
The user facility reported that when replacing the purge system on the impella cp, the console (aic) displayed a message, the screen went black, and impella temporarily stopped. The aic started up again and then started supporting the patient. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop." Section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿